Event description:
A customer contacted beckman coulter (bec) in regards to obtaining an erroneously low calcium result, for a neonate patient, using the calcium arsenazo reagent (part number osr61117, lot 3988) generated on the au5811-03 clinical chemistry analyzer (serial number (B)(4)). The erroneous result generated an instrument g flag (result is lower than the dynamic range) and was not reported out of the laboratory. Nine (9) other chemistry tests, including ionized selective electrode (ise) tests, were run on the patient sample and were not affected. The sample was rerun on an alternate instrument (au5800 clinical chemistry analyzer) and yielded a calcium result within normal range, which was released out of the laboratory. The results provided by the customer are shown in this report. Specific patient demographics were not provided by the customer (age, date of birth, gender, or weight). There was no change in patient treatment in connection to this event.

Manufacturer narrative:
Quality control was run prior to and after the event yielding within laboratory established ranges. The customer sent the reaction monitors to bec for review. The reaction optical densities (ods) for the falsely low result were examined. Apart from a low overall od, the reaction monitor was operating properly and generating normal range values. The reaction ods for the repeat result were also received and reviewed with no errors noted. The data received only showed that the repeat result had a higher od reading when the sample was added onto the alternate au5800 analyzer. The alarm log for the analyzer was reviewed showing no evidence of any sample related issues during testing. The failure mode is unknown. The falsely low result was appropriately flagged as being below the bottom of the dynamic range.